Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. No defects were note at the lead¿s tip. The helix was noted to be stretched which was most likely induced during the explant procedure. The clinical observations were unable to be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude and loss of capture (loc) at maximum output. It was subsequently found out to be dislodged as confirmed through chest x-ray. Additional information was received and indicated that this lead was explanted and replaced. Undersensing was also noted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.